Event description:
IV tubing was connected in periop before the patient arrived in medical/surgical/orthopedic (mso) post operatively. Post operatively in mso the patient was receiving normal saline IV and sitting in a chair at the bedside. The nurse came in and noticed the IV was disconnected in the middle of the tubing, not near any luer connection. The IV tubing was changed, no harm to the patient. The charge nurse called quality/risk and secured the defective tubing. Bd maxguard extension set with two 4-way stopcocks and needleless y-site. Mvx4450: 2 lot numbers 22049030 and 21085161. Approximately 10 days later, a second tubing was identified with the same defect with lot number #mx4450-22049030.